Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while troubleshooting, the distance to target metric does not display in the guidance view. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), product ID: 9736411, serial/lot #: (B)(6). H3 - a manufacturer representative went to the site to service the system. Replaced the ssd and software. Software evaluation has been initiated but was not complete at the time of this report. A follow up report will be sent when evaluation is complete. H6 - evaluation codes b01, c02, d02 apply to the system checkout. Codes b17, c20, d15 apply to the replaced ssd. Codes c21, d16 apply to the software evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - software data was returned for analysis. Reviewed the logs and archives of the case. Tried to reproduce the scenario with loading the shared archive in house but couldn't reproduce it. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the solid-state drive (ssd), product ID: 9736411, lot: s5janj0n204230r was returned to the manufacturer for analysis. After functional testing and a visual/physical examination, the reported complaint was confirmed. The ssd was tested and was unable to bootup. The ssd gives the following error on bootup "reboot and select proper boot device or insert boot media in selected boot device and press a key". The ssd was then loaded to the bios and hard disk was option #1 in the boot order priorities, which functioned as expected. When logging out of the bios, the ssd triggered another error "map: cannot find required map name." And stated it's efi shell version 2.31. The ssd was unable to progress from here and due to this issue, the ssd was never able to bootup and logs could not be pulled. Codes b01, c10, and d02 are applicable to this returned product analysis. H2) updates made to annex g (img) code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.